Manufacturer narrative:
The pump has been returned and evaluated by product analysis 10/03/2013 with the following findings: the keypad button symbols were found to be worn; however, there was no peeling or damage observed to the keypad cover. During testing, the up arrow, down arrow and ok keypad buttons were found to be intermittently unresponsive; the contrast button responded appropriately. There was evidence of contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow and ok keypad buttons symbols were worn and that the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.